Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicted that a 13.2mm vticm5_13.2, -10.5/2.5/093 (sphere/cylinder/axis) , implantable collamer lens tore during injection/delivery into the eye. There was patient contact but no patient injury. The lens was removed and a backup lens was implanted during initial surgery.